Event description:
It was reported that the right atrial lead exhibited noise episodes. The noise was not reproducible. No intervention was performed. The patient was stable throughout the event and will continue to be monitored normally.